Event description:
It was reported that the patient experienced fluid loss in the reservoir causing the device not to function properly. A revision surgery to replace all components has been scheduled. A patient condition was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the revision surgery occurred on (B)(6) 2019. The reconnect device and the reservoir were replaced.

Manufacturer narrative:
System components: reservoir- model- 720185-01, lot sn- (B)(4), mfg date- (B)(6) 2013, exp date- (B)(6) 2015, gtin- (B)(4).

Event description:
It was reported that the patient experienced fluid loss in the reservoir causing the device not to function properly. A revision surgery to replace all components has been scheduled. A patient condition was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the revision surgery occurred on (B)(6) 2019. The preconnect device and the reservoir were replaced.

Event description:
It was reported that the patient experienced fluid loss in the reservoir causing the device not to function properly. A revision surgery to replace all components has been scheduled. A patient condition was not reported. Additional information received that the revision surgery occurred on (B)(6) 2019. The preconnect device and the reservoir were replaced.

Manufacturer narrative:
Review of the manufacturing records for batch 862583 confirmed that there was a total of 5 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 5 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is identified, the complaint will be reopened.